Event description:
A user facility in germany reported that a particle of the sleeve entered the patient's eye during the procedure. The particle was removed from the eye. No patient impact was reported.

Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The investigation of this event is in progress.